Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the initial heartmate 3 (hm3) was placed after the hvad was removed. The pump did not perform as expected and surgeon removed the pump to examine the inflow cannula. Surgeon pulled out clot/tissue out of inflow cannula and replaced the pump into position. Surgeon resumed the pump operation at 3000 rpm and slowly ramped up speed while coming down on cardiopulmonary bypass (cpb). Flows were not sufficient above 5000 rpm and surgeon felt that pump replacement with another hm3 pump was needed. Surgeon instructed perfusion to resume full cpb and prep a new pump while leaving the lvad running at 3000 rpms. A new hm3 with modular cable and system controller were obtained and prepped in the usual fashion. The initial hm3 was then turned off and the surgeon placed the new hm3 and began operation at 3000 rpms. Initial parameters were within normal ranges. Right ventricle at this point was struggling despite flows above 2.5 lpm. Surgeon decided to initiate right ventricular assist device (rvad) support. Upon placing rvad support, left ventricular assist device (lvad) support subsequently elevated to 3.5-4 lpm with added volume replacement as well. The hm3 pump would be returned with the modular cable and system controller for log file evaluation. Low flow alarms were occurring. The patient was on heparin drip 24 hours prior to the surgery. There were no recent changes to pump parameters. No diagnostic testing was used. There were no computed tomography images available. The symptoms of thrombus that were observed were, the pump speed was increased in order to decompress the heart before attempting to come off cardiopulmonary bypass. However, the left ventricle appeared to be persistently dilated and did not seem to unload with speed increases and the pulsatility index was unexpectedly very low. There was concern that there was some device-related inflow issue and therefore the pump was disconnected from the sewing ring and turned it was turned off. There was some debris in the inlet and it was removed. The pump was then reconnected. At this point as the pump speed was increased and there was perceptible pulsatility within the outflow graft and it did seem to unload the heart. It was then proceeded with attempts at cardiopulmonary bypass separation decreasing cardiopulmonary bypass support as lvad speed was increased. It was able to separated from cardiopulmonary bypass on moderate inotropic support, however, there was a fair amount of aortic air and associated right ventricular dysfunction for which it was decided to go back on bypass. After arresting the heart for a time period, it was again attempted to come off bypass, but they had what seemed like persistent air influx from the apex and there was concern that this was related to the incomplete o ring seal. The locking clip was then unlocked and rotated the device to hopefully obtain a better o ring seal, but this did not improve the situation. After discussion with the abbott rep, it was felt that there was sufficient concern about device issue that and that a different pump should be placed. There was no right heart failure prior to surgery. The patient was being weaned of rvad support. The patient was stable in the intensive care unit (ICU). Images were taken of the heartmate touch data at certain points during the surgery. At 3:08pm the clot was pulled from the inflow and the same heartmate 3 was put back in place and restarted. Things seemed to flow a little bit better. At 3:20 pm the last picture before the hm3 was taken out and exchanged was taken. At 4:42 the picture was provided of the new hm3. The surgeon suspected a clot. The right ventricle was viewed as adequate at the time. Pi behaved normally at the start up with double digits at 3000 rpms then slowly started coming down as speed was increased. This was not observed with the first pump, pi was relatively low at the start and remained low the entire range of speed changes from 3000-5000 rpms. This was an afternoon case and appropriate flows were never really had with the first pump. It was 0.0 much of the time even up to 4800-5000 rpm. After some of the clot/tissue was pulled out it seemed to be a little better bit then then the patient tanked again to 0.0 and the surgeon asked if there was concern and so the patient was given a new pump.

Manufacturer narrative:
Section d6a: implant date corrected. Section h6: adverse event problem codes corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.